Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) lead was exhibiting pacing thresholds issues associated with intermittent loss of capture.